Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in a clinical study underwent a right total knee arthroplasty on an unknown date. Patient underwent a revision on (B)(6) 2010 due to infection. Subsequently, patient underwent reimplantation on (B)(6) 2010. Patient underwent manipulation on (B)(6) 2010 due to arthrofibrosis. It was further reported patient was revised on (B)(6) 2011 due to sepsis. Patient was reimplanted on (B)(6) 2012. Subsequently, patient underwent a manipulation on (B)(6) 2012 due to pain and lack of range of motion. It was noted in medical records they were unable to complete the manipulation due to scarring tissue. It was further reported patient underwent a revision procedure on (B)(6) 2012 due to infection. Patient was reimplanted on (B)(6) 2012. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to infection. It was further reported that the patient was reimplanted on (B)(6) 2013. Patient underwent a further revision on (B)(6) 2014 due to unknown reasons.

Event description:
It was reported that a patient enrolled in a clinical study underwent a right total knee arthroplasty on an unknown date. Patient underwent a revision on (B)(6) 2010, due to infection. Subsequently, patient underwent reimplantation on (B)(6) 2010. Patient underwent manipulation on (B)(6) 2010 due to arthrofibrosis. It was further reported patient was revised on (B)(6) 2011 due to sepsis. Patient was reimplanted on (B)(6) 2012. Subsequently, patient underwent a manipulation on (B)(6) 2012 due to pain and lack of range of motion. It was noted in medical records they were unable to complete the manipulation due to scarring tissue. It was further reported patient underwent a revision procedure on (B)(6) 2012 due to infection. Patient was reimplanted on (B)(6) 2012. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to infection.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 9 of 9 mdrs filed for the same patient (reference 1825034-2013-03192 & 2014-05976 / 05981 & 05983 & 3002806535-2014-00166).